Event description:
The user facility reported a 69-year-old female in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported the patient developed a hematoma at the impella access site, and one unit of packed red blood cells was given. The decision was made to explant the pump due to the hematoma and due to the patient¿s large body habitus, the physicians decided it would be safer to have vascular surgery, do a cutdown and remove the pump surgically. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12524. E4 should have been blank. H.6 code 4755 was reported incorrectly. New code was added to component code.